Event description:
Patient underwent aortography, bilateral lower extremity (le) angiograms, temporary pacer insertion, and transfemoral 29 edwards sapien iii tavr. During procedure, as per medical record, a 29 mm edwards sapien valve was prepared. Reportedly, it was difficult to push the valve through the sheath and when it exited the sheath, one of the metal struts on the leading edge was bent outward. Reportedly, this valve was removed and a second valve was successfully placed. No patient harm reported.